Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this dual chamber pacemaker exhibited oversensing with pacing inhibition on the right ventricular (rv) lead. The patient experienced asystole less than two seconds. As a result, the right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.